Manufacturer narrative:
Correction: a1 additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the charging light emitting diode (led) changed to flashing red after some time of charging. Functionally, one of the battery cells was found to be vented. The data saved to the system was evaluated and it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. It was reported that the power handle did not turn on despite being fully charged. The reported issue was confirmed. The most likely cause was traced to be a software issue and component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of damaged infrared (ir) shield. Functionally, the handle was removed from the charger, but it did not initialize. Damage to the ir shield was found. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling, such as the handle being dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, during set-up and prior to patient contact, the power handle did not turn on despite being fully charged. The device was replaced. There was no patient involved. Medtronic's initial evaluation of the incident device found one of the battery cells was found to be vented.